Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis with a broken rear housing. The device history log was reviewed with no evidence of reported fault. The unit was functionally tested and found to be alarming blockage with error code 116. The error code 116 indicate a problem with downstream occlusion issue. The device was opened for further investigation and found that the downstream occlusion sensor was inoperable. Based on the evidence, the complaint was confirmed. However, the root cause is unknown. The cause was thought to be due to the inoperable occlusion sensor.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump was alarming for blockage. There were no reported adverse effects.